Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre wireguided balloon dilatation catheter was used during a colonoscopy in the rectum on (B)(6) 2012. According to the complainant, during the procedure, the wire in the cre wireguided balloon broke. It was reported that the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Several attempts have been made to clarify the exact nature of how the wire in the device 'broke', however no information could be obtained. It is possible the core wire of the guidewire broke, therefore due to ambiguity of the damage, this event has been deemed MDR reportable. If any further information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found the balloon to be relaxed and deflated. The catheter shaft was inspected for cosmetic defects and the catheter was found to be kinked in two locations. The guide wire inside the catheter was also found to be kinked in the same points. The guide wire was inspected and no other defects were noted. The reported defect of guide wire broken was not confirmed, therefore this is no longer an MDR reportable event. The failures of catheter and guidewire kinked likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. The lot number was not reported; therefore, a review of the manufacturing records could not be performed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre wireguided balloon dilatation catheter was used during a colonoscopy in the rectum on (B)(6), 2012. According to the complainant, during the procedure, the wire in the cre wireguided balloon broke. It was reported that the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Several attempts have been made to clarify the exact nature of how the wire in the device 'broke', however no information could be obtained. It is possible the core wire of the guidewire broke, therefore due to ambiguity of the damage, this event has been deemed MDR reportable. If any further information is received, a supplemental MDR will be filed.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired.(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.